Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges he was in his laundry room when he swung his joystick controller away and it allegedly fell off. He tried to pick something up and the controller got bumped and allegedly pushed him into a table and he was allegedly stuck.